Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the medication orders were not showing on the medstation. The technical support specialist confirmed that the issue was auto resolved by the user. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the patient orders were not crossing. The customer reported that the user cannot be able to dispense lyxis 40mlg, zoyzen 2.52mlg, depicot 200ml, cexdineir 300mlg, deonib. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.